Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. Blood glucose levels were reported to remain below 500 mg/dl, indicating no adverse impact. Technical support confirmed cartridge alarm 30 and arranged to replace the pump. The customer was advised to use multiple daily injections as backup therapy. Instructions were provided for returning the problematic pump, and the caller acknowledged receiving guidance on initializing the replacement pump upon arrival.